Manufacturer narrative:
Correction - d4, d6, h4 additional information - d10.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The patient stated that their lv lead had dislodged shortly after implant and was programmed off. Fluoroscopy did reveal that the lv lead had dislodged into the right atrium. The lead was explanted and replaced, and the patient was in stable condition without issues.